Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a discrepant ise indirect na for gen.2 result for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 1044 mmol/l and the repeat result was 138 mmol/l. There was no adverse event. No erroneous results were reported outside of the laboratory. The na electrode lot number and expiration date were asked for but not provided. The customer stated that they found the wash rinse tubing was severed. The field service engineer (fse) found a vacuum tube that was torn on the rinse mechanism. The fse replaced the tubing. The customer ran qc that was acceptable. The investigation determined that the issue was resolved by the fse service visit.